Manufacturer narrative:
Investigation results are pending.

Event description:
A user facility in (B)(6) reported a cutting problem that was experienced during surgery, while aspiration continued. It was reported that there was no patient impact.

Manufacturer narrative:
Corrected to reflect the b+l license holder''s address in (B)(6). Additional information was added to: the expiration date, the date of manufacture. The DHR review was completed. Manufacturing and sterilization records were reviewed and found to be acceptable. Review of the complaint database revealed one other complaint for reason code "cutting problem" has been submitted against lot w1312. This complaint is under investigation and has not been confirmed. CAPA 610815 was closed on 06 july 2018 but was still open when lot w1312 was manufactured. Per CAPA 610815 the vitrectomy tubeset used on the stellaris pc packs and standalone pouched vitrectomy cutters was replaced with a new vitrectomy tubeset. The new vitrectomy tubeset provides a greater operating range between the pressure required to close the vitrectomy cutter inner needle and the pressure required to open the vitrectomy cutter inner needle. The vitrectomy tubeset enhancement was implemented on the impacted pc packs and pouched accessories, including bl5223w. The first lot of bl5223w that was built with the vitrectomy tubeset enhancement was lot #w2087 in june 2018. Any bl5223w product with lot no. W2087 or higher will include the vitrectomy tubeset enhancement. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Should the product be received, the investigation will be reopened. The investigation is considered complete at this time.

Manufacturer narrative:
The following sections have been corrected or added: the device was returned for evaluation on april 25,2019, the actual device was tested. One opened bl5523w pack from lot w1312 was returned. The tip protector was not returned. The needle is bent. The port window is in the opened position. There is dried solution visible in the tubing. The back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle is binding up and blocking the port window, preventing cutting and aspiration. It should be noted that a bent needle could contribute to poor cutting performance. Product evaluation could not verify the failure mode due to condition of the product. Product was returned incomplete and with insufficient return packaging. It was not returned in its original packaging, in order to prevent damage. During evaluation, the product did not function as intended due to damaged-bent needle. It is unknown how and when this damage to the cutter occurred. The investigation is complete.